Event description:
It was reported that this patient presented to the emergency room and their cardiac resynchronization therapy pacemaker (crt-p) device was found to be in safety mode with limited critical therapy still available. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) the settings of the device when in safety mode, including unipolar pacing and sensing. Ts provided guidance that it is recommended that the device be replaced as soon as possible. The hcp indicated that the patient is experiencing pacing inhibition with asystole of approximately five seconds. Ts informed the hcp that this is likely due to myopotential oversensing because of the unipolar sensing configuration. Additional information was subsequently received from a boston scientific field representative. The representative indicated they have very limited information, except that the device was in safety mode and the physician decided to explant and replace the device with a device of another manufacturer per the hospital contract. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction supplemental report was submitted with an additional code added to the impact codes table in report section h6.

Event description:
It was reported that this patient presented to the emergency room and their cardiac resynchronization therapy pacemaker (crt-p) device was found to be in safety mode with limited critical therapy still available. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) the settings of the device when in safety mode, including unipolar pacing and sensing. Ts provided guidance that it is recommended that the device be replaced as soon as possible. The hcp indicated that the patient is experiencing pacing inhibition with asystole of approximately five seconds. Ts informed the hcp that this is likely due to myopotential oversensing because of the unipolar sensing configuration. Additional information was subsequently received from a boston scientific field representative. The representative indicated they have very limited information, except that the device was in safety mode and the physician decided to explant and replace the device with a device of another manufacturer per the hospital contract. No additional adverse patient effects were reported.